Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on 2023-01-28. The rep reported that the cause was not determined but the rate and intensity were reduced in an attempt to stop excessive stimulation. It appeared the issue was resolved.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The mdt rep called while meeting with the pt and reported that the pt stated they were experience zapping sensations while stimulation is on that do not seem to be associated with any specific movements, body positions, or sneezing/coughing. Mdt rep reported that the pt did not experience this during the stim trial, but that the leads were repositioned lower in the thoracic region and into l1 region to cover foot pain near the end of the pt's trial, and they started experiencing the zapping sensations some time after implant. Pt reported they experienced some 'twitching' like movements of their body that started before their trial, but don't seem to be associated with the zapping sensations. Mdt rep reported that they were reprogramming today to dtm for groups a & b, and mapped configurations for group c. Mdt rep reported that the pt has experienced the zapping sensations during their meeting today regardless of which groups/contacts she seems to be using, with the highest amplitude is 2.6ma for any group, but she will consider decreasing this to decrease zapping sensations and have the pt report back if this improves. Mdt rep also reported talking to the pt about their access to increasing/decreasing stimulation for comfort. Mdt rep reported currently being on group a and using contacts 0, 2, 3, and 5. Mdt rep reported connectivity shows all green, and that impedances with ref. Electrode 0 are between 1320-1420, ref. Electrode 2 from 980-1400, ref. Electrode 3 between 1030-1290, and ref. Electrode 5 from 800-1320, but all showing green and within normal values. Mdt rep also reported decreasing program rate from 300hz down to 50hz to see if pt experiences improvement. Mdt rep indicated they would consult with the pt's healthcare provider (hcp) to discuss lead placement and the pt's twitching movements and their effect on stimulation, and would call back if further troubleshooting was needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.